Event description:
The pt reported experiencing elevated blood glucose ranging from 6.3-21.6 mmol/l (113-389 mg/dl) in 2009. He bolused through the infusion device in an effort to lower his blood glucose and he changed the insulin cartridge and infusion set. His normal blood glucose level is 5.6 mmol/l (101 mg/dl). He believes the infusion device does not properly deliver insulin. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.